Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received a no delivery alarm and a battery out limit alarm. Customer's blood glucose was "high". Customer also reported to have received a battery out limit alarm but was not able to clear due to buttons not responding. Customer was advised that insulin pump would need to be replaced.